Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 636 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin drip. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).